Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the during a patient's cervical lead revision [related manufacturer reference number: 3006705815-2026-01812] the thoracic leads migrated and the patient lost effective therapy. As a result, the thoracic leads were explanted during the procedure, and one lead was replaced.